Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary has no power and the screen went black. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had no power and the screen was black. A field service engineer (fse) inspected the full height (fh) drawer 6 in 2nd auxiliary that was failed. Then the fse verified the power to station and made operational with the drawer that was disconnected. Then the fse diagnosed the issue to failed drawer controller and installed the replacement, then tested in hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.